Manufacturer narrative:
The product is enroute to be evaluated. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Visual inspection of the returned screws found some wear and tear markings along the threading and on the screw head. One of the screw was returned with a section of the screw head fractured.a review of the manufacturing records for the screws indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2013. The probable underlying root cause for the reported incident is off-axis loading during torquing of the plug.

Event description:
It was reported that the screw broke during torquing in surgery. Subsequently, the screw was explanted. Patient outcome: no adverse effect reported as a result of this event.